Event description:
It has been reported by the facility representative there have been cases of chemical colitis. Note: these have been unconfirmed and limited information is available.

Manufacturer narrative:
Upon further investigation and device evaluation, the possibility of chemical exposure/ colitis is uncertain. Chemical colitis cases have not been formally confirmed and reported to the manufacturer. Medivators has attempted to contact the facility and to date has received no response from these attempts. Due to the uncertainty of these claims, medivators decided to submit an MDR with the information available. If additional information becomes available at a later date, medivators will review and determine if further investigation and/or a supplemental report is necessary. Limited information concerning the patients status of these potential chemical colitis cases is available from the user facility. Details of the cases have not been reported confirmed to medivators as of yet. Medivators dispatched a field service engineer to the facility to test the performance of the unit. During this dispatch, the fse noticed valve 15 and 7 has loose screws, not allowing the valves to seat properly. Also found an old o-ring in the regulator, which was not allowing it to regulate down to 20psi. Fse corrected the issues previously mentioned and confirmed functionality of the unit. The issues previously mentions did occur, however, these issues are unrelated to the potential chemical exposure cases. These issues would not affect the three rinse sets each reprocessing cycle receives. It is suspected these unconfirmed chemical colitis cases may be related to user connections error. Potential causes may include but not limited to, user incorrectly connecting the scope to the unit, leak in scope or incomplete cycle.